Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and two days after the start of support, the patient would undergo coronary artery bypass graft surgery x 3. Following it was noted tat the pump was shallow and pointed towards the papillary. Additionally, pump flow was unable to flow above p-4. The pump was explanted thereafter with a survived outcome. The patient's status following the event was unknown. However, there was no report or indication of any adverse events.